Event description:
During bedside end of shift report, rn noticed fluid dripping from IV pump. Upon further investigation, a small cut was noted in the tubing. New IV tubing primed and replaced with no further problems.